Manufacturer narrative:
The reported issue that a channel error occurred stopping an infusion of the drug levophed (norepinephrine) could not be confirmed; no product or device logs were returned for investigation. Device history: a review of the device history record showed the device had a manufacture date of 11/06/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of this failure was not identified as no product was returned no further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : no product returned.

Event description:
It was reported that the large volume pump infusing norepinephrine suddenly started alarming for channel error. The pump would not restart. The rn had an open channel on the same pump and was able to quickly move the medication from that channel to the open one, get the medication reprogrammed and restarted immediately. Patient's blood pressure decreased to 74/28 when the cuff was cycled but quickly recovered 105/68. It was only the channel with the levophed (norepinephrine) infusing that stopped. It had been alarming occluded so the line was flushed, un-twisted and restarted. The line restarted with no issues and suddenly alarmed channel error. The other channels that were infusing propofol and precedex kept running without issues. The channel was not loose and was plugged in. There was no adverse event or injury to the patient.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the large volume pump infusing norepinephrine suddenly started alarming for channel error. The pump would not restart. The rn had an open channel on the same pump and was able to quickly move the medication from that channel to the open one, get the medication reprogrammed and restarted immediately. Patient's blood pressure decreased to 74/28 when the cuff was cycled but quickly recovered 105/68. It was only the channel with the levophed (norepinephrine) infusing that stopped. It had been alarming occluded so the line was flushed, un-twisted and restarted. The line restarted with no issues and suddenly alarmed channel error. The other channels that were infusing propofol and precedex kept running without issues. The channel was not loose and was plugged in. There was no adverse event or injury to the patient.